Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. A review of the log files show the inspiration valve ot with revision 6 power board was installed. The following alarms are visible after start up. Alarm 315 (inspiration valve or device leaky), alarm 344 (24 v step motor voltage low), alarm 345 (24 v o2 voltage low), alarm 347 (24 v step motor voltage too low) and alarm 394 (24 v on voltage low). Known power board issue. Inspiration block and power board were replace under warranty. The customer reported back that after completing calibration and software update, the issue was resolved.

Event description:
Customer reported that the bellavista alarm 315 (inspiration valve leaky), alarm 345 (24v o2 voltage low) and alarm 347 (24v step motor voltage too low) are active in this unit. Customer confirmed that there is no patient involvement in this reported event.